Manufacturer narrative:
Correction: section h manufacturer narrative, imdrf annex a grid, imdrf annex c grid, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of "failed drawer" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer 1.1 was not detected on the bus. The fse attempted to resolve the issue by replacing the drawer controller and broken retractor band. However, the issue persisted. The fse identified that the retractor band was the root cause of the drawer failure. After replacing an additional retractor band, the drawer issues were resolved. The fse tightened the hard stop screws and reseated the bus cable on all drawers. The repair was tested in hardware test application (hta) with no issues observed. During dchu visual inspection: pn 353844-01: was received with signs of physical damage, a broken hinge was observed. Pn 151622-01: the unit was received with evidence of thermal damage on component q501, including surface deformation, melting, and charring on the component body. No missing components or other anomalies were observed. During dchu testing: pn 353844-01: no dchu testing was required due to the observed physical damage during visual inspection. Pn 151622-01: no testing was required due to evidence of thermal damage observed on component q501 on the returned drawer controller board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the returned component (p/n 353844-01) associated with the reported failure condition; failed drawer was received broken hinge. This condition compromised the integrity of the assembly and prevented completion of functional testing to validate the failure mode. The root cause was identified as thermal damage to component q501 on the pcba dwr cntlr (pn: 151622-01), resulting from an electrical failure. This damage compromised communication and control signals, resulting in the device not being detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and not detected on bus. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the broken hinge was observed and not all the parts were returned for evaluation which prevented a more detailed analysis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) attempted to resolve the issue by replacing the drawer controller and broken retractor band. However, the issue persisted. The fse identified that the retractor band was the root cause of the drawer failure. After replacing an additional retractor band, the drawer issues were resolved. The fse tightened the hard stop screws and reseated the bus cable on all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.